Event description:
A consumer reported through the us specialty pharmacy (curascript) that smoke was coming out of her battery pack on (B)(6) 2012. It was replaced on (B)(6) 2012 and the device did not work even after connecting to a charged battery pack. Concomitant medications included tracleer (bosentan) and diuretics. MFR # (B)(4). Initial reporter: consumer reported details withheld, USA. Device manufacture date: 07/2010.